Event description:
It was reported that the patient had a syncopal incident. Multiple shocks were required to rescue the patient. Upon investigation, it was confirmed that the right ventricular (rv) lead was not placed in the optimal position. The lead was capped and replaced on (B)(6) 2017. The patient was asymptomatic during the procedure and fine in the recovery room.